Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported hospitalization. Caller stated that the insulin pump was damaged. Customer was driving and experienced a low blood glucose; had an accident. The blood glucose reading at the time of the event was in the 40 range. Customer was transported to hospital. The current blood glucose reading is 240 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.